Event description:
The report received indicated that after the atw marker guidewire was removed from the package, there was a kink at the distal end of the wire. There were no anomalies noted in the packaging. The atw wire was returned for evaluation; however, the analysis identified the wire was stretched.

Manufacturer narrative:
Prior to using an atw steerable guidewire in a procedure, the distal tip was found kinked. The unit was not used. No details regarding the handling of the wire were provided; however, analysis of the returned product identified more significant damage than was originally reported. Visual analysis confirmed numerous kinks on the product; additionally, the coil was found stretched. As received, the specimen does not present any obvious indication of manufacturing defect or anomaly. The specimen appears visually and dimensionally correct. The coil segment is displaced distally from the ptfe tubing, creating a 1.5mm stretch immediately distal of the ptfe tubing. The specimen presents no indication or evidence of fracture. The complaint of damage to the distal tip region is confirmed; the timing of the damage to the wire shaft cannot be confirmed. Review of the available information suggests that device handling may have contributed to the event.